Event description:
It was reported that the patient presented to the clinic for a routine follow up. Electrograms revealed that the right ventricular lead exhibited oversensing. The device was reprogrammed. The lead remained implanted; the patient was noted to be stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.